Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets appears to be related to patient morphology/pathology. The reported gripper actuation issue and tissue injury appear to be due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of unknown. An ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, after multiple grasping attempts, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and the procedure was discontinued. Upon removal of the clip, tissue was observed on the gripper. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.